Event description:
Medwatch form rec'd via cdrh from user facility that states "pca pump infused fentanyl too fast. Pt should have rec'd max 137.5 cc, instead rec'd 500cc. Mixture 50cc fentanyl/500cc. No adverse outcome. Should have been. 6 minute lockout, 2.5cc each time pt pushed button." Phone contact with customer source confirms above and the 500cc container was started at 9:36am. Number of pt bolus doses requested was not available. No indication of a 4 hour limit having been programmed. It was noted to be empty at 8:21 pm. The pump was discontinued and the pt monitored. Report source verified that no adverse pt effects occurred. The pump was tested by the user facility biomedical engineering dept. The incident was determined to be due to user error and the pump was placed back in pt use. No problems have been reported with the device since it has been back in service. No add'l info was available.